Event description:
Customer stated "pad tingling/burn". Reference repair order: (B)(4). Ref e-complaint - (B)(4).

Manufacturer narrative:
Ref e-complaint - (B)(4). Investigation: x-inspect returned samples. Analysis and findings: a review of the 2 yr complaint history reveals a similar issue. This unit was manufactured in 2013 under wo # (B)(4). Service & repair did not confirm the complaint. The unit noted an unrelated non-conformity in that the coag output was running too low. It was adjusted to specification. A loose patient pad can produce the failure description for this complaint. The pad may not have been secure either from improper handling, dried gel, or the thigh may not have been properly cleaned off. The root cause for this complaint condition is being attributed to end user error. Although not part of the complaint root cause for failure, this unit was also noted to have the original diaphragm and updated accordingly. Previous issues with the diaphragm requires all units noted to have an original diaphragm will be updated whether they are faulty or not. The issue was due to a latex material degrading over time. A new material, silicone, was selected to replace it as it is not prone to losing its sealing function as did the latex version. A seal is needed for the pneumatic switch to turn on the power. Correction and/or corrective action: this unit's coag output was adjusted to specification, tested, updated with a new diaphragm and returned to the customer. Sustaining engineering has successfully tested a replacement material made of silicone for use in repairs going forward, eng-test-10341-r. The IFU was also updated to add a safety check via ecn-20444. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. The repaired unit will have been repaired with this new silicone material. No applicable correction available to train to. Was the complaint confirmed? No. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported condition. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Customer stated "pad tingling/burn". Reference repair order: 91936. (B)(4).